Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of the helix would not retract was confirmed. X-ray inspection of the lead found the inner coil was slightly stretched/damaged at the connector region. Visual inspection of the lead found helix was extended and clogged with blood/tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The reported event of helix would not retract was isolated to the damaged inner coil and the helix being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodged. The patient presented for a lead revision procedure. During procedure, the lead helix would not retract. The lead was explanted and replaced on (B)(6) 2020. The patient was fine and was discharged.